Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited several magnet response stored egms. The patient denied of any magnets or equipment used to result the issue. No intervention was performed. The patient was in stable condition and would continue to be followed.